Event description:
Medtronic (covidien) received information that during a stroke treatment due to internal carotid artery occlusion near the cavernous segment, the physician reported that the marksman microcatheter distal tip was dislodged. It was reported that the anatomy was very tortuous and it was tough to get the marksman to the occlusion site. The physician could not get the wire through occlusion, so the physician pull the marksman back and felt a tremendous amount of resistance. Once the resistance was gone and the marksman came back, the physician noticed that the tip of the marksman radiopaque marker can no longer be visualized. The physician suspected that tip sheared off. The physician pulled the marksman out and opened up another marksman and was able to get to the occlusion site. The physician could not deliver the stent with the new marksman microcatheter as planned, so the procedure was aborted because of the tortuous anatomy. The physician performed a head CT scan and confirmed the marker band was not in the patient's head. The marksman microcatheter will be returned for investigation however the physician could not locate the marker band. No injury was reported as a result of this procedure.

Manufacturer narrative:
The marksman was returned for investigation. The partial outer tubing material and marker band were found missing from the catheter. Per the initial report, the missing marker band was not inside the patient. The whereabouts of the marker band was unknown. The outer tubing material at the distal tip exhibited with jagged edges, exposed braid, necking and stretching. The catheter body was also found flattened. No other anomalies were observed. The device lot history review did not reveal any manufacturing discrepancy that would contribute to the reported issue. Work order component check was verified for the quantities of the marker band issued and the lot history record of the marker band has been reviewed and no quality issues were noted. Based on the above findings, the customer's report was confirmed. The distal tip exhibited with plastic deformation (stretching and necking) indicating that outer catheter tubing got separated with the marker band when pulled exceeding the tensile strength of the tubing material. It is possible that the tortuous anatomy may have contributed to the reported issues. All catheters are 100% inspected for damage and irregularities prior to packaging.